Event description:
Reportable based on device analysis completed on 20apr2023. It was reported that the coil was damaged. The target lesion was located in the moderately tortuous vessel. A 12mmx40cm interlock-35 coil was selected for use. During the procedure, when trying the placement position for several times, it was noted that the coil was damaged at the distal part inside the catheter. Since it was a long coil, it got caught when it was extended and retracted. The coil was removed together with the catheter from the patient and the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the delivery wire, and the introducer sheath were returned for this complaint. The main coil and the delivery wire were not interlocked. The twist lock was opened, and blood was observed inside the introducer sheath. The main coil was observed kinked, stretched, and detached at the coil arm section. No more damages were observed. Under the microscope it was observed that the main coil was kinked, stretched, and detached at the coil arm section. The functional test could not be performed due the main coil and the delivery wire were not interlocked. The coil dimensions that could be measured were inspected and were within specification. No other issues were identified during the product analysis.